Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 0.608 volts and the device had no telemetry. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Analysis confirmed the inability to interrogate this device however, the root cause could not be identified.

Event description:
Boston scientific received information that this device could not be interrogated. Boston scientific technical services (ts) provided some troubleshooting options. After troubleshooting, it was still not possible to interrogate the device. Additionally, there was no magnet response. It was indicated the patient heard one long beep over the last few days. The patient had been non-compliant for follow-ups. A replacement procedure was scheduled. The device was explanted and replaced. No adverse patient effects were reported.